Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) levels have been increasing since (B)(6) 2013, running between 200 mg/dl ¿ 410 mg/dl with symptoms of feeling faint and hot on (B)(6) 2013. She continues to bolus from the pump to correct her bg levels but they don¿t seem to be decreasing. Her health care provider (hcp) recommended that she discontinue using the pump and contact animas for a replacement. Patient stopped pump on (B)(6) 2013 and is using an alternate method of insulin delivery. Patient did state that she has a cold but doctor hasn¿t recommended any medications or antibiotics. Patient is taking an over the counter medication that is sugar free, losartan, cholesterol medication and baby aspirin. Customer support (cs) review found that the time/date settings are accurate on pump; boluses are completed and basal rates are being delivered as per settings. Patient says that last review of the basal settings were in (B)(6) but since appointment and recent blood glucose issues, hcp hasn¿t adjusted. Found in the alarm history some auto off alarms but patient states that she clears the alarms immediately. Educated the patient on the auto off feature and explained when this feature is enabled it can halt basal deliveries. Patient denies any site issues (adhesions, scar tissue, insulin leaking); any damage or trauma to the pump; moisture ingress. Cs recommended that patient contact hcp to have doctor review current basal settings, insulin to carbohydrate ratio, insulin sensitivity factor, and bg target. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation that the pump is not delivering insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: a review of the pump history showed that the last basal delivery was on 12/20/2013 and the last bolus was on 12/19/2013. No alarms related to the complaint were noted in the pump history. The basal and boluses added up appropriately to the totally daily deliveries showing that the pump was delivering accurately until the last date used. The pump successfully performed a delivery accuracy test. No alarms occurred during testing. The pump was found to be operating within the required specifications and delivering accurately. No defects were found. Unrelated to the complaint, evaluation revealed that there was a battery compartment crack at the pump case seal. The returned battery cap was able to be secured properly to the pump and was used to complete the investigation.